Event description:
It was reported that non-sustained rv oversensing was observed. Further testing was recommended. No further noise has been observed. The patient was in good condition after the event.